Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited increase in shock impedances on this right ventricular (rv) channel. The high voltage impedances were trending upwards. Upon review, it was noted that there was gradual increase in shock lead impedance measurements, currently measuring at 129 ohms. Technical services (ts) recommended programming options to continue monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the commanded shock was delivered, and defibrillation threshold (dft) testing was performed. No adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited increase in shock impedances on this right ventricular (rv) channel. The high voltage impedances were trending upwards. Upon review, it was noted that there was gradual increase in shock lead impedance measurements, currently measuring at 129 ohms. Technical services (ts) recommended programming options to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.